Event description:
It was reported that bd smartsite burette set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the second one that has fallen apart. Once in the middle of a case, a second one just fell apart at set up.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.